Manufacturer narrative:
(B)(4).

Event description:
This report pertains to a spyglass ds controller and a spyscope ds ii access & delivery catheter that were used in the same patient and procedure. It was reported to boston scientific corporation that spy ds controller and spyscope ds ii access & delivery catheter were used during cholangioscopy procedure performed on (B)(6) 2022. During the procedure, image quality was poor. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.